Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. After 30 minutes of testing, the device did not restart. In a further attempt to reproduce the reported problem, the device was powered on/off 20 times; the device did not restart and the reported problem was not reproduced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the power of the high-definition lcd monitor turns off after about 10 minutes after turning on the power, and the power turns on again after about 5 minutes. There were no reports of patient harm associated with this event.

Event description:
During a routine examination for a upper gastrointestinal endoscopy. The patient had throat anesthesia and received buscopan. There was a delay reported with the procedure and postponed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined the phenomenon did not recapitulate and did not lead to the identification of the cause of the phenomenon. Olympus will continue to monitor the field performance of this device.